Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak at a connection point was reported between a supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the leaks could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak that led to this alarm. The location of the leak was described as ¿3 drops leakage was found from a connection between a solution bag and a tube.¿ the patient stated they followed proper procedures during therapy, did not disconnect any time prior to the alarm, and all unused supply lines were closed. Renal technical service advised the patient to consult their physician for proper direction regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.